Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event of ventricular arrhythmia could not be conclusively determined through this evaluation. It was reported that on (B)(6) 2018, the patient experienced a persistent ventricular arrhythmia. The patient was readmitted to the hospital from (B)(6), and electrical defibrillation was performed. The relationship between the device and the event was reportedly considered to be low. The patient remains ongoing on heartmate ii lvas, serial number vad-62375, with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii lvas. Section 6, patient care and management, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for vad-62375 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a persistent ventricular arrhythmia and the patient was readmitted to the hospital from (B)(6) 2018. Electrical defibrillation was performed. The causal relationship with the device was considered low but could not be denied as the lvad was in use.